Event description:
Per spontaneous email from field nurse (B)(6) - one of pt's cassettes with lot number 3900380 was causing a 'non-disposable clamp tubing' error on pt's cassette. Upon investigation, it looks like the spring is too high on the cassette, causing the tubing to clamp, a new cassette was mixed and pt continued infusion without issues with new cassette. No harm to pt. Unk if they still have damaged cassette for possible return if needed. Is the infusion life-sustaining? Yes. Pictures are available if needed. What is the outcome of the event? Resolved. Reported to (B)(6) by health-professional.